Event description:
It was reprorted that during a total laparoscopic hysterectomy procedure, the tissue pad fell off into the patient. It was retrieved. A new device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.